Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella insertion site had infection. Replacement of the pump was carried out, but did not resolve the issue. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-20650 g1 reporting contact email revised on manufacturer device report in accordance with updated procedures.